Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. Literature attachment: article title: ¿chronic post-prandial epigastric pain associated with median arcuate ligament syndrome and atherosclerosis of the celiac trunk in an elderly woman: a case report¿ b3, b6, d6a: date estimated. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that a 66-year-old female patient with a history of dyslipidemia presented with chronic epigastric pain with post-prandial episodes for 4 years. Moderately severe atherosclerosis of the celiac trunk was detected during intra-vessel imaging. The patient was treated underwent angioplasty with a 5x18mm herculink elite stent. After the intervention, the patient remained in stable condition but had mild urticaria. Additional information can be found in the case study article, "chronic post-prandial epigastric pain associated with median arcuate ligament syndrome and atherosclerosis of the celiac trunk in an elderly woman: a case report"